Event description:
One pt with discrepant troponin t results. Initial result gave 0.056 ng/ml; repeat gave <0.010 ng/ml. A second sample from the same pt drawn at different time gave result of <0.010 ng/ml. Erroneous result was reported. Pt not adversely affected. The field service representative determined the cause of the discrepancy to be a bent bead mixer paddle and straightened the bead mixer paddle. Performance test were performance which were within specifications.